Event description:
It was reported that pump repeatedly declared altitude alarm and insulin delivery was suspended despite customer replacing cartridge and infusion set and confirming pump was within operating altitude range. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to resolve issue by changing cartridge and infusion set and cleaning and clearing speaker holes as instructed, but was unable to resume insulin, so customer switched to multiple daily injections as backup therapy while tandem technical support arranged replacement pump.